Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. Unable to determine pump error software error detected due to blank display.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 600 mg/dl. Customer stated that the insulin pump had pump error alarm. Customer was able to rewind insulin pump. Insulin pump passed self test. The insulin pump will not be return for analysis.